Event description:
It was reported that a potential issue was detected with error 311, displaying a "potential issue detected, tap retry" message prior to the start of a case. The user reported this potential issue and attempted to resolve it by tapping retry. Error 311, related to the "golden_image_running" code, was observed in the system logs, indicating a potential issue with the system's initialization. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reprogrammed the system to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.